Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this left ventriular (lv) lead was part of a system revision due to infection.there were no additional adverse patient effects reported. The lv lead was explanted.